Event description:
It was reported that this right atrial (ra) lead is suspected to be fractured. The lead exhibited out of range high pacing impedance, low amplitude and noise. Physician decided to not perform a revision as there is still an acceptable sensing a no pacing is needed for the patient. Follow ups will be increased to assess the lead status evolution. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.